Event description:
It was reported that during a percutaneous coronary intervention stent damage occurred. The 99% stenosed target lesion was located in the calcified and severely tortuous mid left anterior descending artery. After poba, the physician advanced the 2.5 x 24mm promus element mr stent delivery system (sds), but was unable to cross the lesion. Upon removal of the sds from the patient, it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Date rec'd by MFR., device evaluated by MFR. Device evaluated by MFR: initial visual examination identified proximal stent strut damage. At the proximal edge of the stent a number of struts were splayed outwardly. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage was noted with the hypotube/shaft. No further damage was noted on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention stent damage occurred. The 99% stenosed target lesion was located in the calcified and severely tortuous mid left anterior descending artery. After poba, the physician advanced the 2.5 x 24mm promus element mr stent delivery system (sds), but was unable to cross the lesion. Upon removal of the sds from the patient, it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.